Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary 5.2 was off the bus. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that liquid had been accidentally spilled on top of the drawer, spreading across rows a to c and collecting in cubies a1, a2, b1, and b2. A field service engineer inspected the board and found no indicator lights, replaced the drawer board, but the issue persisted. The retractor band had been previously removed and replaced; however, the problem continued. Upon further inspection, water was found inside multiple cubies, indicating water damage as the root cause of the device going offline. Affected cubie trays were removed and replaced, and the row board cable was also replaced. The drawer board was replaced again as it had failed due to the water damage. A half height cubie tray from another unused device was utilized to replace a missing tray, ensuring proper cubie detection. Additionally, the control module board was replaced, the system was reconfigured and rebooted, and the missing latch row board on drawer 2.2 was replaced. The system functioned as intended after the field service engineer repaired the device.